Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the air frame was damaged and the arm connecting to the base of the frame is loose. There was no patient present at the time of the issue.